Event description:
Same case as MFR report #: 2134265-2010-04227. It was further reported that the index procedure treated the 90% stenosed, 3.0x24mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre-dilation, the placement of two overlapping taxus liberte stents (2.5x16mm, 3.5x24mm), an overlapping 4.0x15mm non bsc stent and post dilation resulting in 0% residual stenosis. Timi 3 flow was maintained throughout the procedure. After rehabilitation, the patient was discharged 30 days later on aspirin and clopidogrel. In 04/2010, timi 3 flow had been maintained throughout the revascularization procedure. Per the physician, the event was listed as "possibly related" to the study stents.

Event description:
(B)(4) study.it was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with angina and in stent restenosis.the index procedure treated the mid left anterior descending (lad) artery with an unspecified taxus liberte stent. No angina was confirmed at the 9 month follow up visit. In (B)(6) 2010, the patient developed angina pectoris. In (B)(6) 2010, at the 1 year follow up visit, angiography revealed a 3.5x15mm, 90% in stent restenosis of the target lesion located in the mid lad. Treatment consisted of angioplasty with an unspecified balloon and the placement of a 3.5x18mm non bsc stent resulting in 0% residual stenosis. The outcome was listed as resolved and the patient was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing numbers for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4).